Event description:
It was reported that a small skin tear was noted on the patients front right cheek when the anchorfast endotracheal tube holder was removed. It is not known when the anchorfast endotracheal tube holder was applied as the patient was transferred from another hospital. Over the following weeks, the small tear progressed into a large and invasive fungal infection. The wound required debridement on two occasions by the plastics team. The patient was noted to be extremely immunocompromised placing her at high risk for fungal infection.